Event description:
It was reported that the pulse generator went into back-up vvi mode during firmware upgrade attempt. The patient was asymptomatic. The device was restored back to the original firmware. The physician elected to not perform the upgrade. The patient would continue to be monitored.